Event description:
It was reported that the pilot valve on an (B)(4) concentrator was not shifting fully. Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve was not shifting. Additional malfunction was the hose clamp was leaking.